Event description:
It was reported that the 9800 system had small artifact visible when nothing was in the field. This would disappear when anatomy or additional filtration was added. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that lead (flakes) from the counter weight was on the output of the image intensifier (ii). Cleaned ii output area, the camera and surrounding area and the counter weight. The system was tested and found to be working as intended and placed back into service.